Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that the dart detached from the suture into the ligament and it was not able to be retrieved. Another of the same kind was used to finish the case and there were no patient complications noted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the dart detached from the suture into the ligament and it was not able to be retrieved. Another of the same kind was used to finish the case and there were no patient complications noted.